Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced due to the cylinder migration. It was added the cylinder had migrated into scrotum. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect that ipp has not been explanted. Implant date: only the month (april) of the implant date is available. The day and year are unknown at this time. Explant date: not applicable.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced due to the cylinder migration. It was added the cylinder had migrated into scrotum. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the ipp involved in the cylinder migration was originally implanted in the month of april. The day and year of the implant surgery was not provided. It was also noted that the ipp was not actually explanted and replaced. A future revision surgery was planned. The exact date of this revision surgery was not provided.